Event description:
Information was received indicating that a smiths medical cadd-legacy one ambulatory infusion pump was continuously beeping. No adverse patient effects were reported.

Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms#617147. No problems or issues were identified during this device history record review. A product sample was returned for evaluation. The event history log (ehl) did not show any? No disposable alarm messages". Visual and functional testing was performed. The investigation found the pump to be "continuously beeping" message after power-up when batteries are inserted. The reported issue was able to be duplicated. The downstream occlusion sensor was replaced. The root cause of the issue was unable to be determined.

Event description:
Additional information provided that there was no injury to the patient.